Event description:
It was reported that the guide pin broke during acl surgery. No reported injury or delay.

Manufacturer narrative:
The product is expected for evaluation/investigation, and has not been received from the customer. A review of product history for the past five yrs found no other reported problems for this failure mode. If the product is received, a follow-up report will be sent.